Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4) alleging that the subject meter read inaccurately high compared to another device. The reporter claimed that the subject meter read higher than the previous meter (freestyle lite). The reporter did not provide any results. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.